Event description:
It was reported that the patient had a loss of therapeutic effect and wet all over themself last night. The patient had a loss of bladder control and the symptoms had a sudden onset. There was no known accident or incident related to the complaint. The sync screen appeared on their patient programmer and the patient had replaced the batteries. The patient was not being able to make adjustment with the antenna attached and had tried multiple times to sync and the poor communication screen appeared. The patient did not feel any stimulation and did not feel any prior to last night. The patient programmer would not do telemetry with the antenna. The anomaly appeared to have occurred through product use and there was no indication of patient harm. The programmer was not returned. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-33, lot# va0g6wa, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.